Event description:
It was reported that non-sustained rv oversensing was stored on the device. Upon review loss of rv capture was observed. The capture was tested in clinic and it was intermittent. Chest x-ray (cxr) was performed and there were no change from a previous cxr. The patient will return for follow-up and further investigation will be done. The patient has not experienced any symptoms.